Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was sent to olympus service operation repair center (sorc) for repair. Sorc checked the subject device and found following. The angulation was insufficient. The angulation had too much play. There was the crack on the adhesive of the bending section rubber. The control section had crack. The universal cord had wrinkle. The metal part of the distal end was dirty. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. In the evaluation of the inside of the instrument channel and the suction channel, something like rust were found at the distal end section, but there was no abnormality found in other section, such as buckling, dirt and foreign materials. There were something like rust at the distal end section, but there were no dirt, foreign material or scratch found at the instrument channel port, and around the suction cylinder. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the instrument channel of the subject device tested positive for vancomycin-resistant enterococci. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-3/4, using peracetic acid. There was no report of infection associated with this report.